Event description:
It was reported that a user on the ilet experienced hyperglycemia after forgetting to complete the infusion set process and not filling the cannula, with the device indicating high glucose before subsequently trending down to 366 mg/dl and falling. Symptoms included elevated blood glucose. Outcomes included user monitoring and coaching without medical intervention. Investigation included troubleshooting and user education regarding infusion set and cannula fill procedures, with reinforcement to monitor glucose to avoid rapid decline. Investigation of this case revealed user setup error leading to interrupted insulin delivery, consistent with an infusion set and cartridge use issue requiring education, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incomplete infusion set priming.